Manufacturer narrative:
The customer provided pictures of the lift, which confirm that one caster is raised off the ground. The underlying cause of the issue is undetermined. Based on the information provided, it is unclear how the event occurred. The customer advised that there was no damage to the lift upon receipt. All four casters are completely inserted and tightened within the legs of the lift. There is no debris in the casters, and they did not get caught on anything. The customer indicated that the lift was mainly used on hard surfaces (wood floor and tile) but had occasionally been used on carpet. He advised that they live in a ranch home that does not have any uneven surfaces or door sills. The lift is stored in a bedroom when it is not being used. The customer advised that he mainly used the lift to pick up his wife from the floor and transfer her to a wheelchair. He stated that he was using the sling that came with the lift, which is an invacare model r111, and the legs of the lift were kept fully opened during the entire transfer. His wife weighs 170 pounds, which is below the lift's weight capacity of 450 pounds. The customer advised that he used the lift a few times with no problem, and he didn't recall a single incident where it became bent. He just went to use the lift one day and realized that it was unstable because one caster was lifted off the ground. He attempted to use it one time after that, thinking that when the weight of the patient was added, it would straighten out. However, it instead became more unstable, tilting to the side, so he stopped using it. No injury occurred. The customer was referred to a dealer for further assistance with evaluating and replacing the lift. If additional information becomes available, a supplemental record will be filed.

Event description:
A customer reported that the base of the 9805p lift is sitting on 3 wheels. The front left caster is raised about 3 inches off the ground, which indicates the leg of the lift is bent.